Manufacturer narrative:
Additional manufacturing narrative: other text: the returned device was investigated. It was confirmed there was a short inside the power button. This resulted in the on/off button being activated when not physically pressed.

Event description:
The customer reported the rad-g device powers on and off. There was no patient impact or consequence reported.

Event description:
The customer reported the rad-g device powers on and off. There was no patient impact or consequence reported.

Manufacturer narrative:
Additional manufacuring narrative: other, other text: the returned device was investigated and it was confirmed there was a short inside the power button. This resulted in the on/off button being activated when not physically pressed. Masimo initiated a recall for this issue and notified us FDA on 2/15/2024. The recall number is z-1537-2024. D4 the catalog number was initially reported as 9849, the correct number is 9847; d4 unique identifier (UDI) # was initially reported as (B)(4), the correct number is (B)(4); h7 remedial action was initially listed as other, is recall.